Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment for a degenerative thoraco-abdominal aneurysm in the descending thoracic aorta. As thoracic stent graft a jotec e-nside graft was used as main body and one gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) and one bare metal stent were incorporated in the branched endograft for the superior mesenteric artery, and two vbx-devices each for the right and left renal arteries. The devices were implanted successfully and were patent at the end of the procedure. On (B)(6) 2022, a left renal artery stenosis of the vbx-devices occurred which required treatment. On (B)(6) 2022, an endovascular reintervention was performed in the left renal artery including a pta and an implantation of a bentley begraft. The devices were patent at the end of the procedure.

Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. Other code: as the device remains implanted, no further investigation can be performed. No clinical images enabling direct assessment of product performance were returned for evaluation. Evaluation codes investigation findings c19 refers to the product history record review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The physician stated that tortuosity of the patient anatomy was an issue and he suspects that the cause of the event was the angulation of the artery. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.